Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "for the past 15 days, simple j-size 8 stents inserted in patients with urostomies have been spontaneously self -expelling between 2 days and 3 weeks at home or in the ward in the immediate postoperative period. Patients discharged home were admitted to the hospital for emergency stent replacement. For immediate postoperative patients: either nephrostomy placement or stent placement".